Event description:
It was reported that an erbe system, argon plasma coagulator (apc)/electrosurgical unit [esu/generator, model 300 d, part number (p/n) 10140-100, serial number (s/n) (B)(6)] was involved in a patient incident during cardiovascular surgery. The apc/esu system was used with an apc applicator [p/n 20132-251, lot number (l/n) wo464262]. No other information was provided regarding any other accessory, or the equipment settings employed during the incident. Per the report, the apc applicator was placed on the patient's abdomen and spontaneously activated during the surgery. As a result, the patient suffered two burns in the upper abdomen. The burns were not described in detail and the wounds were treated during the patient's inpatient stay.

Manufacturer narrative:
The apc/esu system along with the apc applicator were returned and thoroughly inspected/tested. The findings were as follows: apc/esu system a technical safety check was performed on each unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. Apc applicator it was reported the buttons functioned without error and the error pattern could not be reproduced. In addition, no anomalies were found in the device history records (dhrs) for the esu and apc applicator. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Based upon the information provided and the evaluations, we are unable to be determined what caused the unintended applicator activation. Nevertheless, the user manuals for the apc and esu as well as the apc applicator notes on use warns that instruments or the applicator must never be placed on the patient and must be stored away from the patient. Erbe is now closing the file on this event.